Event description:
Device report 2 of 3: reference MFR report: 1627487-2012-07065, 07067. It was reported the pt had been experiencing a burning sensation and subsequent blistering small red bumps around the ipg implant site while attempting to recharge the device. The pt also indicated feeling shocks and a warming sensation at the lead insertion site. The pt is working with her physician to address the issue. On (B)(6) 2012 (B)(6), sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.